Event description:
Revision surgery - due to the pt was having instability. The x-rays showed a size 12 revelation micromax in varus. The surgeon removed the revelation micromax stem and a size 40mm standard delta ceramic head. He revised with a lima revision femoral stem and body, and placed a new size 40mm standard femoral head.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 2.75 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was a 5 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 3rd complaint for this product (2 stability/poor joint, 1 infection), first for this lot. The root cause for the instability was reported as the implant becoming varus. There are no indications of a product or process issue affecting implant safety or effectiveness.